Event description:
It was reported that the patient had been undergoing radiation and ¿numerous things¿ had occurred to the pump including an allegation it ¿stopped going¿ but there was apparently no motor stall log. It was claimed a rotor study was performed and the pump rotor did not turn. It was thought the pump was at the end of battery life but when asked for more information or if ¿they¿ had seen a message to that effect on the programmer then they said they ¿thought¿ may be the radiation had done something to the battery. ¿they¿ claimed the pump was ¿frozen¿ but then also stated the patient would have periods of overdose and withdrawal-type symptoms. This had originally started after the patient had received some radiation treatments and after they filled the pump the patient then went into withdrawal. The patient as reported started having periods of overdose and withdrawal and got to the point where they ¿couldn¿t trust¿ the pump so they filled it with saline and set it to minimum rate. The pump had been set to minimum rate on (B)(6) 2013 and all of the alleged issues had happened approximately two weeks prior to that time. The plan was to not use the pump again because of the issues and the health care provider (hcp) just wanted to program it to pump off state. The pump off password was then obtained and pump off state was programmed. There was no immediate plan to replace or explant the device but when it would be the hcp planned to send it back for analysis. The device system was used to deliver morphine previously and now delivered saline. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8703w, lot# l47430, implanted: (B)(6) 1997, product type: catheter. (B)(4).